Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 379 mg/dl while wearing the pod between 24 and 36 hours. The patient reports feeling tired. The patient reports administering multiple insulin corrections and applying a new pod. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as insulin. The patient remains in the hospital at the time of this call.